Event description:
Caller reported a cartridge alarm and experienced this issue previously with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support coordinated the shipment of a replacement pump with updated software to the customer and advised on steps for storage and return of the malfunctioning pump. The caller acknowledged the instructions, including using a return box and pre-paid label for returning the pump within ten days and was informed about using the pump with a g7 sensor.